Event description:
The customer reported that the 9800 system screen went black and continue to fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, generator drive, x-ray controller board, and power supply were replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.